Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment were not reported. The patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, h6 and h11. B5: upon follow-up, it was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as break in technique by the caregiver. The peritonitis was manifested by cloudy pd effluent. The patient was treated with unspecified antibiotics. The patient was retrained on proper aseptic technique. At the time of this report, the patient has not recovered from peritonitis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.should additional relevant information become available, a supplemental report will be submitted.